Event description:
A healthcare professional reported, "the patient noted, pain in the left mammary gland. Changes in shape and density. Ultrasound revealed, an implant rupture". Device replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported "the patient noted pain in the left mammary gland, changes in shape and density. Ultrasound revealed an implant rupture." Device replaced with non-abbvie device

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The status of the device is unknown.